Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead showed high capture thresholds with loss of capture (loc) recently after being implanted. Technical services mentioned they could not see t waves at rv electrogram (egm) and r waves had dropped in amplitude. An evaluation in clinic with surface egm was recommended. The rv lead remains in service. No adverse patient effects were reported.